Manufacturer narrative:
Method code (B)(4) was used as no information regarding the reason for explant is available. The testing method will be determined upon receipt of additional information.information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
It was reported through patient tracking on (B)(6) 2017 that this device was implanted and then explanted on (B)(6) 2017. No additional information has been provided regarding the reason for explant.

Manufacturer narrative:
Therefore, the root cause of the explant was not an issue with the device itself but due to patient¿s physiology and disease state a full replacement was necessary.

Event description:
It was discovered that the mitral ring was used in an attempt to repair the patient¿s mitral valve but after inspection and testing the repair, the surgeon decided to replace it. There was nothing thought to be defective with the ring. It was just that the repair attempt did not work and the patient needed a full mitral valve replacement. The ring has been discarded.